Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the screen was blank on the arctic sun device. Mss confirmed that the device was plugged into wall outlet, power had been cycled, and the power switch was illuminated. Mss advised that the device needed to be repaired and therapy should be moved to another device. As per additional information received on (B)(6) 2022, the biomed had decided to order the part and repair onsite. No patient injuries were reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling/packaging review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the screen was blank on the arctic sun device. Mss confirmed that the device was plugged into wall outlet, power had been cycled, and the power switch was illuminated. Mss advised that the device needed to be repaired and therapy should be moved to another device. As per additional information received on 27sep2022, the biomed had decided to order the part and repair onsite. No patient injuries were reported.